Manufacturer narrative:
(B)(4). Batch # n54m8l. The analysis results showed that the tlh90 device arrived with no apparent damage and with a reload loaded on the device. The reload was returned fully loaded with staples. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. (B)(4).

Event description:
It was reported that prior to a cystectomy procedure, the problem of the device was that the screw not turned for the selection of the staple, and after achieving the turn forcing, the staples were not formed properly. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.